Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was functional when the hand activation button was pressed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. No conclusion could be reached as to what may have caused this issue. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that when surgeon performed right hemicolectomy procedure, the device's click sound was gone and it's activation button became very stiff. The surgeon felt "tiring" when he activate harmonic device, so surgeon decided to change hd1000i to new device. There were no reported adverse consequences for the patient so far.